Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient experienced difficulty charging. In turn, the patient stopped charging as recommended. As a result, the patient had the ipg explanted and replaced. Therapy was restored postoperatively.